Event description:
On (B)(6) 2022 we received notification of an article published, entitled, 'analysis of microcirculation changes in the macular area and para-optic collamer lens implantation in patients with high myopia'. The article reports 1 case of iop > 21mmhg on the first day post-op which was treated with iop-lowering drugs and 1 case of icl rotation to vertical position due to vault. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4).